Manufacturer narrative:
G4:23sep2020. B4:15dec2020. The field service engineer (fse) replaced the front bezel to address the reported issue. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. After reviewing this file it was determined that MDR was reported in error. The touchscreen was working properly at the time of the navigation ring failure. The nav-ring not working does not affect the functionality of the vent. Unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The customer reported that the touch screen is faulty. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.